Event description:
Adverse event(s): no pt involved (no pt involvement). Product problem(s): "system message occurred" (device displays error message). A customer reported receiving a system message during system start up. The system was rebooted but the system message persisted. Another system was brought in and cases were completed. No pt involvement was reported.

Manufacturer narrative:
A company service representative examined the system and confirmed the reported event in the event log. The rep was unable to duplicate the reported event. The solenoid spacers were replaced and the software was updated. The system was then tested and met all product specifications. A review of complaints for the last 24 months indicated no add'l, related reports for this system. A review of service requests for the last 24 months indicated no add'l, related reports for this system. There were no samples returned for eval therefore, steps could not be taken at the itc to replicate or confirm the reported event. However, with no sample to evaluate at this time, the root cause is currently unk. (B)(4).